Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the pump rebooted without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 submitted: 07/22/2013, animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box and download history revealed the data from the time of the alleged issue had been overwritten due to continued patient use. On examination, there was no damage to the battery cap or the battery compartment. The battery cap was evaluated and found to be within specifications. The battery cap was able to be secured properly onto the pump. The pump powered on normally and was exercised for 24 hours without power issues or alarms. The pump was opened for investigation and revealed no damage, defect or contamination of the interior components of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.